Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found. Foreign material remained in the device due to insufficient reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿gif/cf/pcf-180 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the reprocessing in-service it was found that the customer has not been completing leak testing during the manual cleaning of the evis exera ii colonovideoscope. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).